Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that a minimum fill notification occurred and that air bubbles were observed. Customer's blood glucose level ranged between 90-180 mg/dl. Reportedly, the customer was able to resolve by loading a new cartridge.